Event description:
The manufacturer received information alleging a ventilator has a low circuit leak condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor, inlet airpath assembly, flow sensor assembly, sensor board and active exhalation control module will be replaced due to water ingress.